Event description:
It was reported that the patient experienced a burning sensation when stimulation was too low and a dull, aching pain when stimulation was high. The patient switched to program 2 at 0.9 volts and felt comfortable stimulation in the bicycle seat area, though she still felt some slight pain. The patient met with her hcp for a reprogramming session, and it was reported that her stimulator was found to be turned off. The hcp stated that the cause of the event was patient inability to adjust her programmer. There were no abnormal impedance measurements, and the stimulator was turned on to program 2 at stimulation was decreased to 0.6 volts. Following this session the patient did not experience any problems and reported good urinary control. There was no patient hospitalization and no injury. The hcp noted that the patient symptoms of burning were present before the stimulator was implanted.

Manufacturer narrative:
Lead model 3889-28 lot # v786384 implanted: (B)(6) 2012, explanted: na; programmer model 3037, serial # (B)(4).